Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that high capture threshold was noted on the right ventricular lead. The patient presented for lead revision procedure. Revision was attempted but upon implanting a new lead, the subclavian vein was found occluded. The physician decided to abort the revision procedure and reprogram the device. The existing lead is still implanted. The patient was stable.